Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error. Customer's blood glucose was 209 mg/dl. The customer stated that the critical pump error image was display on the screen. The customer was advised to return the device and we would replaced it. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with partial white display on upper right corner of the display the problem was isolated to the printed circuit board 1. The insulin pump passed displacement test. No unexpected critical pump error noted. The insulin pump had minor scratched lcd window.